Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, approximately one week after implant, the implantable cardiac monitor (icm) had episodes where undersensing was suspected. The patient continues to be monitored by the physician. The device remains in use. No patient complications have been reported as a result of this event.